Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: "blood glucose (bg) of 42-49 mg/dl was recorded by continuous glucose monitor (cgm) on (B)(6) 2019 from 9:52:41 pm to 10:02:51 pm. Cgm alert 1 (cgm low alert) was annunciated. On (B)(6) 2019 at 8:25:38 pm, user made a bolus request without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. A cgm alert 14 (transmitter out of range) enunciated on (B)(6) 2019 at 6:14:00 pm. Allowing the cgm transmitter to go out of range prevents the user from continuously monitoring bg and potentially addressing an impending low bg. There is no evidence that the pump experienced a malfunction or failure."

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 32 mg/dl. Cause of low bg level was unknown. Bg was treated with fluids, juice and food. Reportedly, customer left the ER 4 hours later with customer in good condition (98 mg/dl) and customer's guardian monitoring insulin/food intake.